Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lv lead was found to be dislodged. The patient is device dependent. Lead was explanted and replaced. The patient tolerated the procedure well. The patient was stable before, during, and after the procedure.